Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised within five days of initial procedure and during same hospital stay allegedly due to dislocation. The head was removed and replaced. It was identified that a 44 mm head was implanted with a 54 mm cup and size 24 liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." The following sections could not be completed with the limited information provided. Date of event - within (B)(6) of initial procedure and during hospital stay. Date explanted - within (B)(6) of initial procedure and during hospital stay.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.